Event description:
Medtronic received a report that a react catheter had a potential complaint of "any hemorrhage remote from the ischemic field (rih)" was observed on 24-h post-procedure CT imaging performed on (B)(6) 2024. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). It was if there was any impact(s) to the patient. It was unknown if as any additional medical intervention required to prevent permanent injury or impairment. Baseline mrss 0 - baseline nihss 9 - baseline aspects score 7 pre-procedure mtici 0 - final post-procedure mtici 3 24h nihss 0 - discharge nihss 0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the adverse event did not cause patient hospitalization, the adverse event did not result in any treatment. Causality assessment provided as : not related to procedure, device and underlying condition or disease, causal relationship to disease under study.

Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.*** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.